Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration, dose and frequency via intrathecal drug delivery pump for non-malignant pain and radicular pain syndrome (radiculopathies). It was reported that the hcp was requesting compatibility guidelines for an MRI (magnetic resonance imaging); the procedure was not due to a problem with the manufacturer device or therapy: the patient had sacrum issues and they would be scanning around the pelvic area. It was reported that in the notes it said the pump was non-functioning. There were no reported symptoms. No further complications were reported.